Event description:
It was reported that during an unk procedure, the clip came out sideways and did not form properly. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.